Event description:
It was reported that the device became stuck on the guidewire and the wire fractured. A 2.1 mm jetstream xc catheter and a thruway guidewire were selected for use in an atherectomy procedure of superficial femoral artery (sfa). The target lesion was totally occluded and 300mm in length. There was difficulty advancing the catheter due to the long occluded sfa lesion. After 5 minutes of operation in blades down mode, the catheter tip would not advance easily and the rpm's decreased significantly. The physician attempted to advance the catheter at which time the catheter became stuck on the guidewire. While attempting to remove both the catheter and wire together, the wire broke at the level of the patient's iliac artery. The physician attempted to remove the wire fragment from the patient using an endovascular technique but was unsuccessful, and a small piece of the wire about 2-4mm in length was lodged in the patient's peroneal artery wall and could not be retrieved. The physician opted to end the case with the thruway guidewire still inside of the patient extending from the iliac artery down into the peroneal artery. The wire was surgically removed later that day. It was removed intact and the patient's status was reported as fine after the surgical removal.